Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00973. It was reported the patient is experiencing ineffective stimulation coverage from his scs system. Reprograming was unable to resolve the issue. Fluoroscopy did not reveal any anomalies. Regardless. The patient may undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Corrected data: the reportable aware date from the previous report (reference MFR. Report#:1627487-2017-00974-01) should have been (B)(4) 2017 not (B)(4) 2017 as previously reported

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00973.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-00973. Follow-up information revealed the patient underwent surgical intervention where in the leads were explanted and replaced with 2 new ones.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2017-00973. Follow-up information revealed effective therapy was restored following the procedure